Event description:
It was reported that while in the cath lab the md inserted the sheath via the femoral artery. The md stated that "the balloon went in about 75 percent and would not advance further." As a result, the md stated that "on trying to withdraw the balloon, the terminal part of the balloon would not come out." Per the md, "I had to take out the sheath and balloon as a whole." After the iab was removed the md noted that there was blood in the line and there was blood stains on the balloon. The md added that "subsequently another sheath and balloon were inserted without problem." There was no reported patient death or injury. Medical/surgical intervention was not required. According to the md the patient's blood pressure went "down further." The intra-aortic balloon pump (iabp) therapy was delayed/interrupted for the time frame required to insert another iab. Per the md, "the patient was left the cath lab alive." The patient expired after 5 days. Additional information received on (B)(6) 2011 from the customer stated that the spring wire guide (swg) was left behind to facilitate insertion of another iab. After inserting another 8f sheath, a maquette iab was easily inserted over the swg (which was previously left behind) using the same insertion site. After deploying the second iab, the ostial lad thrombotic occlusin was tackled and patient left the cath lab alive.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.